Event description:
It was reported that the ipg did not connect with clinical programmers prior and during an elective surgery on (B)(6) 2026. However, the ipg was connecting to the patient controller. Troubleshooting with replacement cp did not resolve the issue. As such, the ipg was explanted and replaced to address the issue. Therapy was confirmed post op.

Manufacturer narrative:
Therapy date is estimated. Exact date is unknown.